Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb assembly and backplane assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.